Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag had yellow spots (crystalliod form) around the port. This was noticed during setup prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h11: the device was received for evaluation. A visual inspection was performed, and contamination of yellow spots (crystalloid form) around the port were observed. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due variations in the manufacturing port shoulder weld process which resulted in some particulate contamination to be on port. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.